Manufacturer narrative:
Other text: b5: additional information received via email on 11-oct-2021: no patient involvement. The issues were discovered during in house inspection/testing process. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was not duplicated, cannot duplicate customer error code 46442. Software was reinstalled. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 46442. No patient injury reported.